Manufacturer narrative:
Upon receipt, the lead was found dissected. Two segments were returned for analysis. 2 cm of the lead body is missing between both segments. The analysis of the lead segments demonstrated a rubbed through insulation at approximately 37 cm proximal to the lead tip. Therefore the conductor cable to the ring electrode was exposed. The coating of the conductor cable was found damaged. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. The svc shock coil was found deformed, which occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted and subsequently exhibited exposed conductor wire at location directly under device where it had been wrapped. Lead delivered inappropriate shock to patient (B)(6) 2013, but delivered no inappropriate shocks thereafter, nor did impedance/thresholds/sensing reflect damage to lead.this system was extracted at the request of the patient.